Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump passed the displacement and rewind tests. The motor was tested outside of the unit and it passed. The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. Customer's blood glucose reading was 366 mg/dl. No significant events leading to the alarms were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).